Event description:
Reportable based on analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed longitudinal balloon tear. Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There are numerous hypotube and shaft kinks. The tip is damaged. The balloon has a 9mm longitudinal tear starting at the proximal balloon cone. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty.